Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide was confirmed, and the damage appeared to be manufacturing related. One 18g x 10cm powerglide was received with the deployment system. The product appeared to be unused. The catheter had not been removed from the needle and the guidewire had not been advanced through the needle. The deployment system was separated at the proximal end, which exposed the guidewire and guidewire coupler. The holes in the green handle that is attached to the proximal end of the needle was not aligned with the posts and holes in the clear portion of the handle, which indicates that the needle shifted after the handle separated. A microscopic examination revealed that the posts on the handle were bent. It is possible that the handle was misaligned during assembly. The complaint sample was forwarded to the manufacturing facility for further review. (B)(4) evaluation: the complaint for ¿the handle on the powerglide deployment system came apart¿ issue was confirmed as manufacturing related. According with the result of evaluation it was detected that did not make correctly assembly and inspection the top housing, these are the cause that the housing fell apart. Operators awareness was performed and it documented. The lot rebr0525 was manufactured (04/25/2017) before of the operators training. Document is attached.. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that prior to insertion the hub came apart "the green serrated tip came apart form the top to the bottom". Device was not used on patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that prior to insertion the hub came apart "the green serrated tip came apart form the top to the bottom". Device was not used on patient.